Manufacturer narrative:
(B)(4).a review of all batch record documents was conducted for lot number 13i23h70 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device was returned to baxter and the evaluation is complete. A visual inspection was performed with no issues noted that were related to the reported condition. A dimensional analysis was performed and the dimensions were found with be within specification. The device was pressure tested and it passed functional testing. The reported problem could not be confirmed through a sample evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the spike connector cover separated from the spike of the transfer set during use. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.